Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use in an ultrasound guided breast biopsy for normal density tissue, the device allegedly failed to prime as the first slide failed to lock into position rendering the device unusable. Reportedly, the procedure was performed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. It was noted that the device was returned with the top slide in the initial position and the bottom slide partially primed. There were no other visual anomalies noted on the device. Functional/performance evaluation: the device could not be functionally tested in the as-received condition, as the slides would not move. The device was disassembled and internal parts were inspected. When the outer housing was removed it was found that the bottom slide was stuck on the cannula hub and could not advance. It was noted that the left side bumper was missing. Also, the cannula tangs did not have enough space to fully lock into place. The slides were placed back in the correct position and the device was reassembled. An attempt was made to prime the device, however the top slide would not lock into place. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: one maxcore biopsy needle was returned for evaluation. The investigation is confirmed for self-activation based on the as-received condition of the device. The top slide released leaving the bottom slide stuck in the primed position. Additionally, the investigation is inconclusive for failure to prime, as the device could not be functionally tested due to the as-received condition of the device. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current maxcore disposable core biopsy instrument instructions for use (IFU) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use in an ultrasound guided breast biopsy for normal density tissue, the device allegedly failed to prime as the first slide failed to lock into position rendering the device unusable. Reportedly, the procedure was performed with another device. There was no reported patient injury.